Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day post implant, the patient experienced palpitations and heart rate fluctuations. It was also reported that the right atrial (ra) lead exhibited under-sensing on stored and current electrograms (egms) and a failed atrial lead position check. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.